Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The reporter stated that all of the insulin was being dispensed during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: a review of the pump¿s history showed evidence of a load step malfunction on (B)(6) 2013 with a no cartridge detected warning. During testing, the pump powered on normally and displayed the verify screen. The pump passed the ez prime steps successfully. The force sensor was found to be in calibration. The pump cover was opened and a damaged solder connection was observed at the force sensor pins. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.